Manufacturer narrative:
Product analysis: the dislodged stent was deformed with numerous mid segments bunched and overlapping. The stent delivery system was not provided for evaluation. (B)(4)

Event description:
The resolute onyx device removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The lesion intended to be treat was situated in the rca. Resistance was encountered advancing the device but excessive force was not used. There were two guide wires in the guide catheter. It was reported that the wires twisted and it was not possible to advance the resolute onyx device in the guide catheter. While trying to retrieve the device, the stent dislodged from the balloon and stayed in the guide catheter. The entire system (guide catheter, guide wire and stent delivery system) had to be removed from the patient as a result. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.